Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was unable to be confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The arrhythmia alarms were unable to be confirmed due to the communication failure. The root cause for the defective diode array could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that patient was arrhythmia alarms.